Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during preparation for a pta/stenting procedure of the superficial femoral artery, a premature stent embolization occurred. The sentinol biliary stent started to prematurely deploy as the sheath was faulty and had already pulled back. The procedure was successfully completed with another of the same device. No pt injuries or complications were noted. Pt status is reported as "okay."